Event description:
Ous MDR - after an implant period of about 2 weeks, high battery consumption was reported. The device was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status bos, two charging cycles were documented to the device memory. The device was subjected to an electrical analysis. The current consumption of the ICD was measured and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an elevated current consumption and thus leading to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, a damaged integrated circuit on the electronic module was identified, which led to an elevated current consumption as mentioned in the complaint description. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable based on the information available for analysis. All therapy functions of the ICD were available while the device was implanted and in service.